Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient's aortic valve angle was measured to be 42 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 21mm, non-abbott balloon. During the procedure, eccentric calcification was observed and on the initial attempt, the valve was recaptured once as the depth on the left-coronary cusp (lcc) was too shallow. On the second attempt, at 80 percent, the valve was placed at a depth of 3mm both on the non-coronary cusp (ncc) and lcc. Upon release, it slightly migrated towards the ventricle resulting at a depth of 3-4mm on the ncc and 6-7mm on the lcc. Post-implant, transesophageal echocardiography (tee) confirmed moderate central aortic regurgitation (ar) with the mean pressure gradient 1mmhg, and mild paravalvular leak (pvl) was observed. Sinus rhythm was recorded with 80 beats per minute and blood pressure as 122/41 (69) mmhg. The procedure was concluded with a plan for clinical observation. Post-procedure, the patient was developed with heart failure secondary to pneumonia (post-operative) and medications (unspecified antibiotics and unspecified diuretics) were administered to treat the condition. The patient had an extended hospitalization. The implanter believes that the migration was caused by the recoil force generated when the tab was released. On (B)(6) 2026, transthoracic echocardiography (tte) revealed mild to moderate grade of unspecified leak was observed. The patient was in a stable condition and on (B)(6) 2026, the patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.